Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead showed high thresholds and loss of capture for which a yellow alert was triggered. There was also an spike in impedance within normal limits and then started to decrease again when observed at the clinic check. X ray analysis showed no movement or obvious fracture on the lead but the patient complained of pocket stimulation and feeling shocked/pain, which correlated with ventricular pacing. Atrial pacing was not sensed by the patient. The patient is not pacing dependent. Finally, the rv lead was removed and a new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead showed high thresholds and loss of capture for which a yellow alert was triggered. There was also an spike in impedance within normal limits and then started to decrease again when observed at the clinic check. X ray analysis showed no movement or obvious fracture on the lead but the patient complained of pocket stimulation and feeling shocked/pain, which correlated with ventricular pacing. Atrial pacing was not sensed by the patient. The patient is not pacing dependent. Finally, the rv lead was removed and a new rv lead was implanted. The rv lead has been returned for analysis. No additional adverse patient effects were reported.